Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d4, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery when the hose was attached it sounded different than normal. The pressure was adjusted. Two runs of the device were completed without issue. The blade was changed and two more runs were completed without issue. The dermatome received a new blade, new guard and the air pressure was adjusted. The depth was checked. When the device was utilized, it felt different and was stopped being used. When the dermatome was removed, it was observed that there was a large wound that went through muscle. The wound required deep and superficial suturing. Additional skins grafts occurred as no split skin graft was obtained from the injured area. There was a delay of 15-60 minutes in the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the air dermatome sounded different when attached to the hose. The air pressure was adjusted and two runs of the dermatome was completed without issue. The blade was changed and two more runs were completed without issue. Then, the dermatome received a new blade, new guard and the air pressure was adjusted. Three separate medical professionals checked the depth of the dermatome. However, upon use the surgeon stopped the dermatome run, as it felt different. When the dermatome was removed, there was a large wound that went through muscle. No additional information is available. Diligence is complete.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b2, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device sounded abnormal and was not cutting properly; the device was out of calibration and worn reciprocating arm and lever. The reciprocating arm, lever, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.